Manufacturer narrative:
Concomitant product(s): addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have had episodes of syncope. The patient indicated there were issues with the lead thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the lead was reprogrammed.